Manufacturer narrative:
Manufactures investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the submitted log file. The log file contained 256 events spanning approximately 1 day (6:56:02 on (B)(6) 2020 ¿ 7:00:57 on (B)(6) 2020 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion due to the rsoc voltage dropping to approximately 0 v. The atypical alarms mostly occurred on the black power cable while connected to 14v batteries; however, the log file also captured an atypical power cable disconnect alarm occurring on the white power cable while connected to the power module, in addition to atypical power cable disconnect and low voltage advisory alarms on the black power cable while connected to the power module and the mobile power unit (mpu). The atypical alarms on the power module and mpu appeared to occur due to rsoc voltage on the black power cable remaining at approximately 0 v for up to approximately 4 seconds following a true power cable disconnection. Several low voltage hazard alarms were also captured due to the white power cable being disconnected to perform a power source exchange at the same time that an atypical alarm was occurring on the black power cable. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional event information (including if the alarms were resolved); however, no response was received. The account communicated that no equipment will be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory, low voltage hazard, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: MFR # 2916596-2020-02211.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 after waking from sleep around 0550 with alarms, however the patient is unable to give lvad coordinator specifics and stated something about power. Upon admission, the patient demonstrated atypical measles syndrome (ams), inability to speak coherently, and could not follow directions to connect to batteries. Emergency services found the patient not connected to any power source and reconnected to mobile power unit (mpu). Log file submitted captured low power hazard and power cable disconnect alarm on (B)(6) 2020 during power change in which the event resolved quickly following the reconnection power to a viable power source. Log file also captured low flows and high pulsitile index (pi) events. The estimated flow appears to be fluctuating below the alarm threshold of the 2.5 lpm throughout the log file. No additional information provided.